Event description:
A distributor in china reported their customer's stretcher is allegedly experiencing intermittent rapd descent during use. The distributor has been unable to duplicate the alleged failure. There was no association with patient involvment, injury or adverse event. The distributor, who is also an authorized field techician, has conducted visual and functional evaluations of the subject stretcher but has been unable to duplicate or confirm the reported issue.